Manufacturer narrative:
B5: additional information added b6: relevant lab data added h6: impact code added for additional device required.

Event description:
It was reported that implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted in the intended location after meeting release criteria. Four days post-implant, the patient presented emergently with hypotension and was admitted to the intensive care unit. An echocardiogram was performed, revealing the closure device embolized and was lodged in the mitral valve. The patient was transferred to surgery where the closure device was surgically removed, and the mitral valve was repaired. The patient is expected to fully recover. It was further reported that the patient had been hospitalized from time of implant until the discovery of the embolized device. During surgical intervention the laa was ligated and a prosthetic mitral valve was successfully implanted.

Event description:
It was reported that implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was successfully implanted in the intended location after meeting release criteria. Four days post-implant, the patient presented emergently with hypotension and was admitted to the intensive care unit. An echocardiogram was performed, revealing the closure device embolized and was lodged in the mitral valve. The patient was transferred to surgery where the closure device was surgically removed, and the mitral valve was repaired. The patient is expected to fully recover.